Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that the lead was abandoned.

Event description:
It was reported that the patient experienced extracardiac stimulation from the left ventricular (lv) lead in their abdomen shortly after the implant procedure. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.